Event description:
It was reported that the patient underwent laparoscopic resection of intrarectal foreign lesions in the pit of the rectum. During which the nurse open the package of the ultrasound blade of the high frequency surgical integration system and found that the titanium tip broken and damaged. The new device was replaced immediately to complete the surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch #: v94t32. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances were identified as part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.